Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller kept cutting off and the issue began in december 2025. Patient stated that they had to reset the controller several times and the controller wouldn't charge the implant. Patient said that the controller would be off and they didn't feel anything and the screen was black. Patient spoke with medtronic representative in december and rep told the patient to take the battery out and try to charge the controller up. Patient noted that they met with rep at the doctor's office to run some diagnostic tests because they couldn't get the implant to stay charged and the implant usually could last 7 days. Patient mentioned they had trouble getting a full charge on their implant to 100% and then implant foes down to 30% in a day or two. Patient mentioned the implant now doesn't go to 100% only goes up to 90% and seems like the implant is draining faster.agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 100% and implant 50%. Agent instructed patient to start a charge session; controller showed poor charging quality then recharging good. Patient repositioned and was able to get recharging excellent. Agent reviewed longevity of the implant with patient. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient mentioned their implant didn't even last one year.additional information was received from manufacturer representative (rep), rep mentioned that the patient called them on march 17 to tell them that she was having charging issues and rep instructed her to call customer service. The rep mentioned that the cause of the they didn't feel anything issue has not been determined and they haven't met with this patient recently.